Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have woken up with blood glucose of 389 mg/dl and customer went to the emergency room. Customer had symptoms of high blood glucose; customer had nausea. Customer reported of having gastroparesis. Customer went to the emergency room visit on (B)(6) 2016 with blood glucose of 140 mg/dl. Customer's emergency room visit was due to high ketones and high blood glucose. Customer was treated with a bag of fluids. Customer reported that drive support cap appeared normal but insulin pump was cracked at reservoir compartment all around to the esc button. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked reservoir tube window, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.